Event description:
Information received indicates, the CPR is not functioning but the head section can be lowered from the siderails.

Manufacturer narrative:
The technician replaced the sticking CPR valve to repair the bed.